Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited diminished sensing with r-waves dropping and was reprogrammed. Four days later, a physician for an unrelated procedure dislodged the rv lead with a swan-ganz catheter and subsequently the patient expired with the hospital classified cause of death being "patient ceased to breathe." Further, it was reported by the physician that the patient's death was unrelated to the device system or the procedure, it was because of the swan-ganz catheter. The patient is deceased.